Event description:
Consumer reported complaint for high blood glucose test results. The customer is concerned with test results from results obtained on (B)(6) 2025 of 447 mg/dl pm fasting. The customer¿s expected pm fasting blood glucose test result range is 110-140 mg/dl. The customer feels well and did not report any symptoms. Customer stated that last night ((B)(6) 2025) he had called 911 due to meter reading 447 mg/dl fasting pm, and customer stated he was feeling hot. When the ambulance came 5 minutes later, they checked his blood glucose and obtained a result of 189 mg/dl fasting pm using their device with the ambulance meter (5 minutes apart from the test with true metrix meter). Customer did not receive any treatment, and no changes were made to his medical treatment plan as a result. During the call, a back-to-back blood test was not performed by the customer. The product is stored according to specification in the bedroom. The test strip lot manufacturer¿s expiration date is 11/30/2026 and open vial date is 2 days ago. The meter memory was not reviewed for previous test result history.

Manufacturer narrative:
Internal report reference number: (B)(4). B2: adverse event report is being submitted due to customer contacting paramedics due to meter result and symptoms related to diabetes (feeling hot). Meter and test strips were not returned for evaluation. Retention testing was performed using test strips from the same lot. Retention strip lot tested within specifications. Most likely underlying root cause: (B)(6): user had an inaccurate reference: competitor¿s meter: the end user is comparing results obtained from trividia¿s bgm system to the results from a competitor¿s bgm system. Note: manufacturer contacted customer in a follow-up call on (B)(6) 2025 to ensure the customer¿s initial concern was resolved- the customer is comfortable with the replacement products.